Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed calcified lesion was located in the moderately tortuous left anterior descending (lad) artery. After crossing the lesion with a 5.00 x 8 mm nc quantum apex balloon, the device was inflated. During inflation the balloon ruptured at 20 atms. It is unknown how many inflations were performed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).